Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar curved scissors tip cover accessory, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover of the monopolar curved scissors (mcs) instrument was found to have the clear part split and melted during use. The procedure was completed. At this time, it is unknown if there was fragment falling inside the patient.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The tip cover was found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from 0.108¿ in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting. Damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears. Additional observation(s) not reported by site: the tip cover was found to have gouges on the outer surface of the tip cover. The gouges were not axially aligned. There was no material found missing. The event caused partially or wholly by the user of the device including sample handling.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained additional information from the customer: the issue was first observed intraoperatively. It was unknown if the wire was exposed due to damaged insulation. The cable was intact, the scissor tip cover was split on the sides. There was no loss of cautery associated with the damaged cable. It is unknown if there were any signs of thermal damage. No arcing was observed during the procedure. The procedure was completed with the same instrument, but a new scissor tip cover was replaced. No fragment fell inside the patient. The instrument appeared to be intact and was able to be used with new scissors tip accessory. There were no instrument collisions that occurred during the procedure. There was no issue removing the instrument or tool during the procedure. No photographic images are available. Their materials coordinator stated the following: he had trouble returning this device (mcs tip cover) back to intuitive because the sterile processing department did not have any cavicide to wipe or spray down the device as requested by the vendor. He tried ordering some single bottles of cavide in the smallest volume possible for this task, but this item has been deactivated by corporate. If corporate cannot reactivate the 2oz spray, he will have to order a case of the 24oz cavide and work with the representative to return this device to isi. He will keep us posted with the cavicide issue. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue.

Event description:
Refer to h11 for follow-up information.